Event description:
The manufacturer became aware of a ds2adv auto CPAP device alleging smoke coming from the sd card area and smelled like melted plastic. There was no report of serious or permanent harm or injury. Medical intervention was not specified. The device has not yet been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.